Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they had air bubble. The customer's blood glucose value was unknown. The customer stated that the air bubbles in reservoir or tubing with size of air bubble 0.1 cm. The reservoir will not be returned for analysis.